Manufacturer narrative:
Concomitant device(s): 02-010-01-0320 - logic femoral ps cem right sz 2: (B)(6), 02-012-35-2015 - logic tibia ps mod insrt sz 2 15mm: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6). The reason for the joint swelling and pain reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced swelling and pain. As a result, the patient reported the need for a right knee revision surgery on a future date. No further patient impact reported. No further information available.